Manufacturer narrative:
Patient with a bmi of 22 underwent vaser liposuction followed by renuvion to the lower face / neck as well as regional facial fat transfer and face / neck fractional co2 resurfacing. Doctor also used a lateral platysma suspension suture. Vaser settings were (2.9mm/5 groove, 30% v mode) for a total time of 5:38. The renuvion apr device (UDI-di: (B)(4) settings were 75% power and 1.5 lpm of helium flow, with a total of 10kj delivered energy. Fifteen days after the procedure the patient presented with spontaneous swelling starting on right neck and was drained in the ER. This event was preceded by strenuously closing a stuck window and straining. No issues since drainage and control of the bleeding point. The patient has had a significant improvement from baseline. Over-treatment of a targeted area or using combination therapies causing bleeding, hematoma, or seroma, are known potential complications for liposuction procedures and renuvion technology.

Event description:
The patient presented with spontaneous swelling on their neck fifteen days after a procedure in which renuvion was used as part of the overall surgical treatment.